Event description:
It was reported that, while in use on a patient, a 980 ventilator generated battery alarm. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event. The covidien service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.